Event description:
The customer reported a communication error and the monitor becomes pitch black. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The cpu batteries and system interface board was evaluated and replaced. The system was tested and found to be working as intended and put back into service.